Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced a high and low blood glucose. Customer¿s blood glucose value was 400 mg/dl and drop to 40 mg/dl and 120 mg/dl and its dropping down to 75 mg/dl then it boost up to 300 mg/dl. Customer felt that the sugar was dropping low and eating crackers. Customer blood glucose value was 82 mg/dl. Customer declined troubleshooting for high and low blood sugar this time. The device will not return for the analysis.